Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 198, 311,157 mg/dl. Customer's current blood glucose level was 268 mg/dl. Customer's blood glucose level was 198 mg/dl at the time of incident. The drive support cap was normal. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.